Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: externalized conductors due to external and internal insulation abrasion were noted at 7.2-11.1cm, 7.5-10.4cm, and 11.7-14.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that since implant a gradual decrease in sensing was observed. During a device change-out, externalized conductors were observed. The lead was explanted. There were no adverse consequences to the patient.